Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to electromagnetic interference (emi) while the patient was in the shower. It was noted that the patient had their furnace serviced on the same day they received the shock. The crt-d remains in use. No further patient complications have been reported as a result of this event.